Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had an increased recharge burden, and the ipg would not hold the charge. The physician replaced the ipg with a non-rechargeable version to address the issue. F/u identified the pt was well post-operative.